Event description:
The MFR's rep reported that during a "routine battery depletion" pump replacement, the hcp found the catheter was disconnected from the pump. The plastic hub of the catheter connector was still attached to the pump, but the remainder of the catheter was sheared off. The catheter was subsequently explanted. The drug contained in the pt's pump is unknown. The hcp reported the pt recovered without sequela. Add'l info has been requested, but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed.